Event description:
It was reported that during an implant procedure the lead failed to give parameters of threshold and impedance. The physician elected to use and implant a new lead instead. The procedure completed successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of unspecified capture issue and impedance problem were not confirmed. As received, a complete lead with stylet guide and stylet inserted was returned in one piece. Final electrical testing showed no indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.